Event description:
Event description guidant received information that one month post-implant with this pacemaker and competitor lead system, this patient was in the ccu for unknown causes and the telemetry strips recorded episodes of more than two second pauses. All other lead and device measurements appeared normal and this patient had no reportable symptoms.